Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by manufacturer: the complaint device was returned for analysis. The catheter shaft was inspected for defects and none were found. Both proximal and distal bonds were examined and found to be continuous and meeting the minimum required bond length specification. The balloon was inflated with the syringe enclosed and no damage to the balloon or leaks were noted. The balloon was then deflated and the balloon deflated rapidly with no issues. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a renal artery alcohol ablation treatment procedure, balloon deflation difficulties occurred. The lesion being treated was located in the mildly tortuous renal artery. This 6-6/2/80 occlusion balloon catheter was being used to occlude the vessel during embolization. The balloon was advanced to the lesion area and inflated successfully on the first attempt using a 1.25cc syringe with a solution of one-third contrast and two-thirds saline. The balloon was inflated for approximately 15 minutes. Upon use, it took the balloon 10 minutes to fully deflate. The non-bsc guide wire that was used with the device was removed from the catheter during the procedure and attempted to reinsert, however, the guide wire could not be advanced through the catheter again. The balloon was removed from the patient fully deflated and intact. No patient complications were reported and the patient's status is fine. After the device was removed from the patient, the physician inflated and deflated the balloon without difficulties.